Event description:
A malfunction on the pump was reported by the caller, which occurred while the patient was asleep. There was no reported adverse impact to the customer. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction recurred, which the caller acknowledged and understood.